Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer's blood glucose was 150 mg/dl. The customer did not troubleshoot for the alarm because it was a past event. Customer was advised to call back when the alarm occurs to troubleshoot. No additional information provided.